Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device "had issues with the defib pads." In this state defibrillation therapy would be delayed or unavailable if needed. This issue is patient related; however, there was no adverse patient outcome reported.